Event description:
Right hip revision performed on (B)(6) 2015 by (B)(6). Patient primary surgery was done on (B)(6) 2015. Patient has suffered dislocation of that operative limb and was revised. Patient initials (B)(6), male, dob (B)(6). Patient was fine. X-rays and photos are not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.a DHR review (which includes a review of the ceramic DHR's by the supplier) identified no anomalies.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.